Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device was performed. A suture detachment was not confirmed; however, the noted anterior needle disengaged from the cuff would likely result in a suture retrieval issue and would appear similar. In addition the returned device analysis found one anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A conclusive cause for the reported suture detachment could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted in the right common femoral artery with proglide devices using the preclose technique prior to endovascular aneurysm repair (evar) procedure. The arteriotomy was 5f. Reportedly, a suture break occurred with three proglide devices. The evar procedure was completed. Hemostasis was achieved using a non-abbott device and placing proglide suture further down the common femoral artery. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional was information provided.